Event description:
It was reported that the caller needed assistance with updating the settings on their device. The caller confirmed that their blood glucose levels were neither above 500 mg/dl nor below 54 mg/dl with the previous settings, indicating no adverse impact. Technical support assisted the caller in updating the pump time and advised monitoring the device and following up if the time discrepancy recurred. There was no reported awareness of the cause for the initial time setting error.